Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. Customer blood glucose was unknown at time of incident. The product will be returned for analysis.

Manufacturer narrative:
Device had unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error and trace pointers are invalid error after battery insertion. The internal battery connector was found corroded due to moisture damage. Device had unexpected battery power loss due to moisture damage on electronic assembly.